Event description:
Medwatch report stated: "brain of pump alarmed and read "channel disconnected". Channel "c" (fentanyl drip) was shut off. Channel "b" with clear fluids was still running." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.